Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 03-apr-2012, UDI#: (B)(4); product ID: 39565-30, serial/lot #: (B)(4), ubd: 04-mar-2013, UDI#: (B)(4). It is unclear which ins and which lead is associated with the event. The other regulatory report is: 3004209178-2019-00628. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported their cervical device was removed on (B)(6) 2018 because it wasn't working. It was reported that the paddle had migrated and was sitting on a nerve causing more pain then eliminating the pain. Their stimulation was adjusted to where it needed to go. It was reported that the stim wouldn't go to their head and neck. The lead was no longer sitting straight it had migrated right and was causing severe migraines. The neurologist felt it needed to be taken out. No further complications reported/anticipated.